Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead was explanted and replaced due to low sensing thresholds and high capture thresholds. The lead was repositioned in 2009, and explanted three days later.